Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy for an svt. The device functioned according to programmed settings. It was recommended that the device be reprogrammed. Physician decided not to reprogram the device and patient condition was good at follow up.